Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a parathyroidectomy was being performed, almost everything they touched with the nerve stimulator and it was showing positive for nerve. Thyroid was giving positive tones as well as actual nerve. They switched interface boxes. Decreased the stimulation from 1.0 to 0.5. Increased the threshold from 100 to 150. Changed the rejection period up to 3. The tube was repositioned and it did not resolve the issue. Muscle relaxant was not used. The issue was not resolved with any intervention. The nim vital hadsoftware 1.5.4. There was 10 minute delay in the procedure. There was no patient impact.

Manufacturer narrative:
H6: fdc d16 code no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.